Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer stated that he had symptoms such as dry mouth and keystones. The customer stated that he had high blood glucose readings over 600 mg/dl with the infusion set on his arm. The customer stated that he was admitted to the hospital for unexplained high blood glucose readings. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.